Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump had alarmed with a compromised force sensor system error alarm. The patient's blood glucose at the time of incident was 7.0 mmol/l. The alarm occurred and insulin had squirted from the tubing. No products were shipped or returned since the customer already had a new pump; the new pump was programmed during the call.